Event description:
A physician reported an issue that occurred during a midline placement procedure. The access needle was placed with a good blood return and the guidewire was advanced through the needle and into the patient. When advancing the wire, resistance was felt, so the wire was pulled back. The wire was unable to be pulled back and was unable to be removed. Under ultrasound, the guidewire was located, showing it was in the middle of the vessel. Due to the placement of the wire in the brachial vein just above the artery, a surgical consult was called. It was determined the guidewire was knotted. The guidewire was removed via cutdown in an additional surgery.

Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description cannot be confirmed since no sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. A potential root cause for this type of guidewire tip knotted within vasculature failure mode is end user advancement technique (quick back and forth movements) when advanced against an obstruction. End user reported for this event that there was no back and forth motion, however, they did comment on trying to pull guidewire back through the needle which is cautioned against in the dfu (i.e. If guidewire must be withdrawn, remove the needle and guidewire as a single unit). A DHR review was unable to be conducted since there was no reported lot number and ship history lot review was not performed since item number is unknown. Labeling review: the dfu that is supplied in bioflo midline kits contains the following precaution: note: if using hydrophilic guidewire, fill the wire holder (hoop) or bathe the guidewire with sterile normal saline for injection to ensure activation of the hydrophilic coating prior to the procedure. This may need to be repeated during the procedure by gently flushing the catheter with sterile normal saline solution for injection through the supplied flush assembly with the guidewire in place. Recommended tip location is at or below the axillary line. Precaution: if guidewire must be withdrawn, remove the needle and guidewire as a single unit. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).